Event description:
It was reported that during use of the percutaneous thrombolytic device in a patient with a tight loop graft, the basket separated from the cable. It was retrieved via a snare device. There were no further complications.